Event description:
A gold probe was used for a therapeutic egd. During the procedure, upon removing device, it was noted that the tip was missing. Before the product could be replaced, the pt expired. It should also be noted that pt had been rushed to hosp prior to procedure for chronic bleeding.